Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure a piece of the cannula seal accessory rubber fell into the patient and it was retrieved in the same procedure. The procedure was completed.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula was analyzed and found to have a tear on the black rubber duckbill. The torn piece was missing and was returned with the seal.

Event description:
Refer to h11 for follow-up information.